Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin continued to drip during the manual prime and that no numbers appeared on the screen despite half of the reservoir being emptied. The blood glucose reading was 121 mg/dl. The customer repeated the process during troubleshooting, but still saw no numbers on the display and heard no beeps. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.